Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's precision and quality control (qc) was within range. The ccc found with further discussion with the customer, the calcium was a short sample, resulting falsely elevated. A siemens regional support center (rsc) reviewed the event. Rsc found the calculation data shows that the non-specific monitor was low and the particle blank reading is within range. The rsc noted the photometer data shows a variation in reads. Rsc requested a siemens technical service center (tsc) specialist for troubleshooting. Siemens is investigating the event.

Event description:
A discordant, falsely depressed vancomycin and a discordant falsely elevated calcium results were obtained on two patient samples on a dimension vista 1500 instrument. The initial result was reported out to the physician(s). The customer repeated the same samples on the same dimension vista instrument. For vancomycin, the repeat resulted falsely depressed. The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. For calcium, the repeat resulted falsely elevated. The customer repeated the same sample on an alternate instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin and a discordant falsely elevated calcium results.